Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR:  it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid right coronary artery (rca). A 3.00x38mm promus element ¿ long drug-eluting stent was successfully deployed. During post dilation when angiography was performed, a proximal edge deformation was noted. Optimization of the stent was attempted by post dilation however, there was still haziness at the proximal edge. A 3.5x38mm promus element ¿ drug-eluting stent was deployed at the ostium of the rca in an overlapping manner. No further patient complications were reported and the patient's status was stable.